Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: asphere m spec 11/13 44 +6 head; altrx +4 10d 44idx64od liner; pinn dp revsn w/gription 70mm cup; pinn can bone screw 6.5mmx20mm; pinn can bone screw 6.5mmx40mm x 2; unknown hip femoral stem. Initial reporter occupation: non-healthcare professional.

Event description:
Ppf and sticker sheets received. There is no allegation. It was indicated that patient had a second revision on (B)(6) 2014. The cup, head and liner were removed. Doi: (B)(6) 2011; dor: (B)(6) 2014; (left hip).

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of medical records, patient was revised to address pain. Revision notes stated that there was going to fractured off when removing the stem itself. The part of trochanter was thin at this point anteriorly that there was just almost no connection between the diaphysis and the trochanter itself.